Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed.while the physician prepared a 4.0x16mm promus element stent delivery system, the physician observed stent damage on the distal struts. No attempt to use the device in the patient's anatomy was made. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed. While the physician prepared a 4.0x16mm promus element stent delivery system, the physician observed stent damage on the distal struts. No attempt to use the device in the patient's anatomy was made. The procedure was completed with another of the same device and no patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: the device was not returned for investigation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).